Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As reported the pt developed additional hernias post implant of the bard device, which likely presented as pain. A review of the mfg records shows that the lot was manufactured to specification. Additionally, adhesions are a known and inherent risk of surgery and are listed in the IFU as a possible complication. This MDR includes all pt, event, and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the physician: on (B)(6) 2012 pt was implanted with a bard ventralex hernia patch for repair of an epigastric hernia. Pt had complaints of pain since surgery. On (B)(6) 2013, pt underwent explant of the patch and adhesions to the patch were noted, also noted were multiple additional new hernias.